Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/15/2016 with the following findings: during testing, the battery compartment was observed to be cracked. Evidence of moisture contamination was found on the underside of the returned battery cap. Evidence of contamination was found under all key contacts. The pump failed a leak test due to crack in the pump¿s casing. Additionally, the keypad cover was returned peeling. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment, moisture on the battery cap, contamination under key contacts, and a failed leak test. This report is made based on results of investigation completed on 06/15/2016.